Event description:
The manufacturer received information that a trilogy 100 ventilator was returned to the manufacturer for evaluation and periodic maintenance. During evaluation, the ventilator failed the oxygen (o2) flow test. The device was not in use with a patient and no harm or injury was reported. The air exchange control module (aecm) was replaced to address the issue. Additional findings not related to the malfunction/issue: dirt was confirmed on the following parts and replaced: flow sensor assembly.